Event description:
It was reported that the patient alert triggered and there was high impedance noted on the high voltage and superior vena cava of the lead. It was also reported that there was a possible lead fracture. The lead was capped and replaced. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted.